Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed angina pectoris target lesion was located in the severely calcified and tortuous distal side of the right coronary artery (rca). The physician attempted to advance the 2.50 x 20mm taxus express2 drug eluting stent (des) to the predilated target lesion, but the des was unable to cross to the previously non bsc implanted stent. Then, the physician tried the 5 in 6 approach in which a 5fr guiding catheter is inserted in a 6fr guiding catheter and the 5fr guiding catheter is used for an anchor and the sds is inserted in the 5fr catheter. However, the taxus express2 des was not able to cross the lesion. When the physician removed the des from inside the pt, he noticed the stent was lifted up. The procedure was completed with a different device with no pt complication reported. The pt's current condition is listed as "good."